Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced pain at the ipg site following weight loss. As a result, surgical intervention was undertaken to on (B)(6) 2026 address the issue wherein the ipg was replaced.